Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Estimated blood loss was <10cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Samples are not available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.